Event description:
On january 25, 2012 the patient contacted animas to report the pump clock was not working correctly. The customer support representative contacted the patient several times to troubleshoot the issue, but was unable to reach him by telephone. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there are no alarms related to the complaint in the alarm history. An ezprime operation was performed with no difficulties noted. Review of the black box shows typical usage alarms and warnings; unable to adequately investigate the complaint due to overwritten black box and history data. The pump was exercised for 24 hours with no issues. The pump was powered off for one hour and powered on and the date and time reset to default settings. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.